Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no power. The customer's blood glucose was 135 mg/dl. The customer stated that the insulin pump was submerged in to the waster and the insulin pump had no power. The troubleshooting was not mentioned. The product will be returned for analysis.